Event description:
During product evaluation, failure code 570:320:844:0000 was found in the pump's event history.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 22 2007. Evaluation summary: failure code 570:320:844:0000 was confirmed. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.